Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the mildly calcified and moderately tortuous mid right coronary artery (rca). After a non-bsc guide wire crossed the lesion, a 1.20mm x 8mm emerge¿ balloon catheter was advanced for dilatation and despite of several attempts the device was unable to cross the lesion. The device was exchanged with a 1.20mm x 8mm non-bsc balloon catheter. Subsequently, additional dilatation was performed using the same 1.20mm x 8mm emerge¿ balloon catheter, however, on first inflation at nominal pressure, the balloon ruptured. The device was completely removed from the patient. The physician then replaced the device with a 1.20mm x 8mm non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).